Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon inserted a proximal femoral nail antirotational blade and locked it. He tried to remove the impactor from aiming arm, and the blue handle came off, leaving the shaft in place. The aiming arm was removed with shaft still in place and was sent to sterile services, decontaminated and the handle was put back on. The procedure was delayed 5 minutes. The aiming arm was removed with the shaft of the impactor still attached and handle was reattached after the surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned. Please note: followup 1 has previously been submitted. Placeholder.